Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Abvs images have breast tissue cut off. The investigation is still in progress.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the abvs image issue was investigated. The root cause of this issue is a silhouette algorithm, which removes parts of the image it considers to not be tissue, and is very sensitive to air bubbles, skin contact, and certain body types. As a solution, the ability to disable the silhouette feature by default will be made available in a future release.

Event description:
Additional information was received and it was reported that after an automated breast ultrasound procedure was completed and the patient was sent home, it was found that the abvs breast tissue images were cut off by the algorithm. This is especially if there is a small air bubble on the skin. The images were noted to kept having square black boxes over the real breast tissue. The patient was requested to return to repeat the procedure. There was no patient injury reported during the initial and repeat procedures. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide patient information (see section a3), provide additional event information (see section b5), update the brand name of the device (see section d1), provide additional initial reporter information (see section e3), provide additional report source (see section g3), update device evaluated by manufacturer (see section h3), and provide the event problem and evaluation codes (see section h6).